Event description:
(B)(4), essure device placed (B)(6) 2014. Single patent tube on 2 separate hysterosalpingograms ((B)(6) 2015) despite notation of correct essure positioning on both imaging studies. Pt was counseled that she could not rely on essure for contraception and was scheduled for a laparoscopic tubal ligation. She failed to f/u and was not compliant with her contraception (depo provera). She was diagnosed with an intrauterine pregnancy at (B)(6) gestation on (B)(6) 2017 which she subsequently terminated with a d and c at (B)(6) gestation. She failed to f/u for contraceptive management after this procedure despite multiple attempts to educate her regarding her risks and multiple scheduled definitive procedures (all of which she missed or canceled). As a result, the pt is still at significant risk of unintended pregnancy and ectopic pregnancy which would potentially be life threatening.